Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had been unexpectedly returned. No patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 13feb2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which does not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had been unexpectedly returned. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced damaged logic board, reflashed software version 9.33.1.2 as per xd03. Replaced corroded left/right iui. Replaced third party front case. This device is being returned with the non-standard battery removed, because this battery has not been approved for use in this device. The device has been tested with an alaris products-approved battery. Please use only batteries approved by carefusion alaris products, due to battery manager requirements and the thermostat contained in the battery assembly. The use of non-standard batteries may negatively impact the performance of the devices and may void the warranty. Battery replacement should be performed only by qualified service personnel while the instrument is not in use. Please refer to the disassembly/reassembly section of the service manual for battery installation instructions. A review of the device history record showed the device had a manufacture date of 13feb2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to connector failure of the logic board assy 8015ls. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iui damages.

Event description:
It was reported that the device had been unexpectedly returned. No patient involvement.